Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) advised noise observed at times appears very regular. No subsequent episodes had been stored with this same behavior. Ts advised rv pacing impedance measurements had been stable but had a recent drop and were low but still within normal limits. Rv pacing impedances had recovered to normal stable values. Additional information from the field representative provided the patient was seen in clinic but left before isometrics could be completed. No reprogramming was completed at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) advised noise observed at times appears very regular. No subsequent episodes had been stored with this same behavior. Ts advised rv pacing impedance measurements had been stable but had a recent drop and were low but still within normal limits. Rv pacing impedances had recovered to normal stable values. Additional information from the field representative provided the patient was seen in clinic but left before isometrics could be completed. No reprogramming was completed at this time. Additional information provided this rv lead was subsequently surgically abandoned. Another rv lead was implanted to complete this procedure. No additional adverse patient effects were reported.